Event description:
The contact called when she noticed the customer's meter was set in mmol/l. The contact did not allege the customer experienced any adverse events as a result of the mmol/l readings. She was able to reset the meter to mg/dl, and no product will be returned.